Event description:
Information was received from was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for chronic low back pain. It was reported that the patient saw a code on their insr. The patient also mentioned that it was taking longer to charge the ins. No patient symptoms or complications were reported in this event.